Manufacturer narrative:
This complaint is being reopened for device evaluation as the pump was received on 0826/2024. There are no other complaints on this device. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. During functional testing, the reported issue was confirmed. A visual inspection of the peristaltic mechanism was completed, and no foreign objects were found. When attempting to run an infusion, the pump would make a loud noise for a few seconds and then alarm system error. The pump was then disassembled and there were no loose or damaged connections that would cause or contribute to the system error. The motor was observed while the pump was open, and it would work as intended without tubing inserted into the pump. Once the tubing was inserted into the pump, the motor stopped moving. The pump was sent to engineering for further evaluation another follow-up MDR report will be submitted concluding the evaluation results. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Manufacturer narrative:
The complaint will be reopened and updated in the event the device involved or additional information becomes available. There are no additional complaints on this device. A follow-up MDR will be submitted once the additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 07/11/2024, znyo medical received a report from the customer stating they had received system error on one of their pump's and it's making a clicking noise. No patient involved reported.